Event description:
Info received indicates, the bed has no power when plugged in.

Manufacturer narrative:
The tech found the hand control not working and a blown fuse on the main board. The tech replaced the hand control and fuse to repair the bed.